Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen became frozen on the "please test bg" screen and the customer was unable to clear the alert. Customer reported an elevated blood glucose (bg) level of 254 (mg/dl). During troubleshooting with tandem technical support, the alert was able to be cleared and customer delivered a bolus to stabilize bg level.